Event description:
Device malfunction: stent jumped. Time of symptoms/ae: after the procedure. Symptoms/ae: mi/vaso spasm/neurological deficit/embolism/hypotension. This was noted through a periodic article review that assessed a new distal embolic protection device used for the first time in a human study in conjunction with the acculink stent. Five of the thirty four patient's were reported to have had adverse symptoms. This first patient had a (non q-wave mi) associated with elevated ck tested at post procedure. Two of the three instances of vessel spasms reported were associated with the new filter. The spasms were successfully treated with nitroglycerine in all cases. One occurred when the stent jumped upon deployment (first patient) following the stent implant. The other adverse events listed are: non q-wave mi, q wave mi, amaurosis fugax, embolism, and hypotension. No additional event or patient information is available.

Manufacturer narrative:
The device was not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.